Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and was confirmed in the formatted history file due to broken trace on keypad assembly.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and was confirmed in the formatted history file due to broken trace at pin keypad assembly.